Event description:
A medtronic rep reported the system appeared inaccurate at time of a cranial procedure. There was no impact to the outcome of the pt.

Manufacturer narrative:
As reported, there was a scratch across both lenses. The housing was scratched, nicked, and there were broken standoffs rattling around inside. When connected to a known good system the psu returned high geometry error for frames and instruments only tracking in near range less than 5 feet. Too few markers were identified to run the aak test. The psu was out of calibration. The camera was replaced to resolve the issue.